Manufacturer narrative:
This report is being filed to correct the information in h6: impact codes from the previous submitted report.

Event description:
It was reported that during implant of this left ventricular (lv) lead, re-imaging during lead placement showed the entire target vessel was completely dissected. It was noted that the patient had tortuous anatomy. The patient was then transferred to another hospital for additional surgical treatments. No additional adverse patient effects were reported. It is unknown if this lv lead was an attempted implant, or if the lead was successfully implanted and remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the suspected cause of the dissection was felt to be related to severe myocardial ischemia of the patient. No additional information was able to be obtained indicating if this product was an attempted implant, or was successfully implanted and remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during implant of this left ventricular (lv) lead, re-imaging during lead placement showed the entire target vessel was completely dissected. It was noted that the patient had tortuous anatomy. The patient was then transferred to another hospital for additional surgical treatments. No additional adverse patient effects were reported. It is unknown if this lv lead was an attempted implant, or if the lead was successfully implanted and remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the suspected cause of the dissection was felt to be related to severe myocardial ischemia of the patient. No additional information was able to be obtained indicating if this product was an attempted implant, or was successfully implanted and remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during implant of this left ventricular (lv) lead, re-imaging during lead placement showed the entire target vessel was completely dissected. It was noted that the patient had tortuous anatomy. The patient was then transferred to another hospital for additional surgical treatments. No additional adverse patient effects were reported. It is unknown if this lv lead was an attempted implant, or if the lead was successfully implanted and remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the suspected cause of the dissection was felt to be related to severe myocardial ischemia of the patient. No additional information was able to be obtained indicating if this product was an attempted implant, or was successfully implanted and remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this lead was attempted but not implanted. There was no suitable target vessel, so the procedure was completed without the implant of an lv lead.

Event description:
It was reported that during implant of this left ventricular (lv) lead, re-imaging during lead placement showed the entire target vessel was completely dissected. It was noted that the patient had tortuous anatomy. The patient was then transferred to another hospital for additional surgical treatments. No additional adverse patient effects were reported. It is unknown if this lv lead was an attempted implant, or if the lead was successfully implanted and remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.